Event description:
Implantation in 2003. Indication: hydrocephalus by tumor, and unsatisfactory drainage. Needs to modify the pressure setting. In 2003, explantation done for a lose of adjustment capacity of the valve and replacement with a new valve. No injury reported except before operation (transient symptoms of new hydrocephalus). The patient presented no more neurological troubles after operation.